Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided by the customer; although the user found the entire insulin bag empty (remaining amount not specified). There was no indication that the patient experienced an adverse impact.

Event description:
It was reported that an insulin infusion at 2.0 units/hr. Was initiated on a post-op liver transplant patient in the sicu. Per endotool calculation (glucose management system), the insulin rate was titrated to 1.9 u/hr. Upon receiving a potassium lab result of 2.4, the acp (advance clinical practice team) instructed the clinician to stop the insulin; however upon inspection, the clinician found the entire insulin bag was empty (amount not specified). Although requested, no additional event, patient or device information was provided.